Manufacturer narrative:
The explanted ipg passed visual and performance tests performed. No anomalies were noted with the device.

Event description:
A report was received that the pt's ipg was replaced during a lead implant procedure. The physician decided to replace the ipg as a precaution due to monopolar electrocautery was used during a previous revision procedure.

Event description:
A report was received that the patient's ipg was replaced during a lead implant procedure. The physician decided to replace the ipg as a precaution due to monopolar electrocautery was used during a previous revision procedure.